Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected restart more than once. The customer also reported that the insulin pump alarmed watchdog timeout alarm. Customer blood glucose reading was 250 mg/dl. Troubleshooting was performed. Customer said alarm reoccurred after changing battery in the insulin pump. Customer was using (B)(6) alkaline battery. Customer was advised time and basal settings are retained. Customer stated the one-minute non-destructive ram test failed. Customer also reported blank display but the display returned. Insulin pump will be returning for analysis.

Manufacturer narrative:
Insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump was monitored for several days and no blank display anomaly noted. No damage found on c13/lcd isolation tape noted. No alarm, audio/beep anomaly or time/date set up anomaly noted. The test minilink transmitter communicated properly to the pump. No unexpected lost sensor alarm noted, however moisture damage found on the lcd board and motor. Pump had cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube window, reservoir tube lip, belt clip slot, minor scratched and cracked display window.